Event description:
Caller reported not seeing drops of insulin at end of tubing during the fill tubing step of load sequence. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.